Event description:
Revision surgery was performed, during which much fibrous tissue around the generator made it difficult for the surgeon to remove the generator out of the chest pocket. The lead pin was disconnected from the generator and then re-inserted. Device diagnostic testing again resulted in high lead impedance reading, ruling out generator/lead connection issue as the likely cause of the high lead impedance test result. A replacement generator was then connected to the original lead, after which device diagnostic testing again resulted in high lead impedance reading, indicating either lead/nerve interface issue or a lead discontinuity. The lead (excluding electrodes) was also explanted and replaced. A new chest pocket was created for the replacement generator. Intraoperative device diagnostic testing of the replacement generator connected to the replacement lead was within normal limits, indicating proper device function. The explanted devices were returned to manufacturer for analysis. Visual inspection of the lead connector pin revealed setscrew marks indicative of proper mechanical contact between conductive surfaces of both the generator and connector pin. A dark-colored area was noted on the connector ring quadfilar coil, approximately 19mm from the end of the electrode bifurcation. Two quadfilar coil breaks were identified in this area. Electron microscopy confirmed that the coil wires were broken and revealed significant pitting to the point that the fracture mechanisms could not be determined. It is believed that stimulation was present for a certain period of time as evidenced by the presence of severe metal pitting on the broken quadfilar coil wires. The condition of reamining portions of the returned lead was consistent with that which typically exists following an explant procedure. Electrical testing did not reveal any other discontinuities in the portion of the lead that was returned. The concomitant device was also analyzed. No anomalies that would adversely affect device performance were noted during either visual inspection or electrical testing of the pulse generator.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as likely cause of the high lead impedance test result. The pt was referred for surgical consult. Review of x-rays by surgeon was inconclusive in determining whether there were any discontinuities in the vns therapy system. Review of x-rays by manufacturer did not reveal any obvious breaks in the lead wire, but was inconclusive in determining whether the lead connector pin was fully inserted into the generator header. Revision surgery is planned. No adverse event was reported in conjunction with the high lead impedance condition.